Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by mr.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and catheter removal difficulty occurred. The target lesion was located in a left forearm vessel. A 8.0 x 40, 75cm mustang¿ balloon catheter was selected for use to dilate the lesion. However, upon inflation at 24 atmospheres, the balloon ruptured transversely. Significant resistance was encountered when the physician attempted to remove the ruptured balloon. The balloon seemed like to be stuck with the sheath. The patient was transferred to another hospital for surgical procedure. The surgical procedure was performed and the whole system was removed from the patient successfully. No patient complications were reported.